Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection of piptaz (4.5 gram, two times per day intravenously) and injection of vancomycin (1 gram, after every 72 hours for four days, intravenously) for the peritonitis. The following day, treatment was discontinued and the patient was considered recovered from the event. Dianeal therapy was ongoing. Additional information is not available.